Manufacturer narrative:
The device was disposed at the hospital.

Event description:
It was reported that the balloon leaked through the inner lumen of the guide catheter while it was being inflated inside the patient. It appeared that the balloon was not ruptured. There was no clinical consequence to the patient.